Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device detected a ventricular fibrillation episode resulting in inappropriate therapy due to an acceleration of the ventricular rate due to conducted atrial fibrillation. The device was reprogrammed to resolve the event and the patient was stable.